Event description:
Boston scientific received information that the patient implanted with this lead was told by the physician that this lead is damaged and no longer working. There are no reports of adverse patient effects. Additional information was received from the field representative stating this patient refuses to see the physician because they feel they do not need the device. The physician plans to evaluate the situation as the device gets closer to battery change. The physician confirmed there were no adverse patient effects.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.